Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, the patient was presented after surgery and required chemoradiation as part of adjuvant treatment for which PICC line was inserted. After 2 to 3 days when the patient came back for treatment, the PICC line was not seen and only the connector was present. It was found that the PICC line has dislodged and moved in to the patient body near the heart. Thereafter the patient was shifted to another hospital and through interventional procedure the PICC was removed from the patient. Due to PICC dislodgement, it has to be removed and treatment had to be continued without PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, the patient was presented after surgery and required chemoradiation as part of adjuvant treatment for which PICC line was inserted. After 2 to 3 days when the patient came back for treatment, the PICC line was not seen and only the connector was present. It was found that the PICC line has dislodged and moved in to the patient body near the heart. Thereafter the patient was shifted to another hospital and through interventional procedure the PICC was removed from the patient. Due to PICC dislodgement, it has to be removed and treatment had to be continued without PICC. No other information was provided.